Manufacturer narrative:
Concomitant product: 407645 ra lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced a fall due to syncope. The right ventricular (rv) lead triggered a lead integrity alert (lia) for ventricular tachycardia non sustained (vtns) episodes and noise. Follow up with the clinic confirmed electromagnetic interference as there were pauses noted on the electrogram showing electrical interference causing inhibition. Rv sensing was reprogrammed to minimize the detection of low level noise on the device. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.